Event description:
In january 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch basic enhanced meter gave a 'danger, call dr' message. The patient reported that on the previous day she obtained a fasting blood glucose result of 2 mg/dl and the message 'danger, call dr' on the reported meter. According to the meter's owner's booklet, the message 'danger, call dr' will appear with a result less than or equal to 60 mg/dl. The patient did not retest her blood glucose level and did not take her normal oral diabetes medication. The patient reported the result of 2 mg/dl frightened her so she called the paramedics. At the time of the incident the patient was transported to the emergency room, her blood glucose level was tested to be 'normal' but the specific result is unknown. The patient received no treatment by either the paramedics or the emeregency room physician. The patient tests her fasting blood glucose level every morning, and her normally expected results are 98 mg/dl to 110 mg/dl. The patient takes glipizide 10 mg pill once per day. The patient obtained the fasting blood glucose result of 155 mg/dl on a day before on the reported meter. The meter, test strips and control solution were replaced. This incident is being reported due to the unresolved result of 2 mg/dl obtained on the meter.